Manufacturer narrative:
The investigation was started but is not yet concluded; results will be provided in a follow-up report.

Event description:
It was reported that during the patient's clean care, the respiratory screen blacked out for about 1 second and the device restarted. No patient consequences reported.

Manufacturer narrative:
The log file of the affected ventilator savina 300 (serial number asmn-0110) provided basis for the investigation by the manufacturer. The logged entries show that on (B)(6) 2020 the device alarmed for "internal battery activated" at 09:57. This indicates that no ac supply was available at that time. At 10:13 the alarm "internal battery <30%" was raised and two minutes later the alarm "internal battery <10%" was posted. At 10:19 the device restarted due to a depleted battery. No other error entries have been logged which would correspond with a faulty power supply. As the suspected power supply has been accidentally discarded after its replacement on site, no hardware investigation could be performed. No deviation could be identified during tests which have been executed after the replacement of the power supply. Concluding it could not be finally identified why the device switched to battery operation on the reported date of event. The available power supply systems (e.g. Supply voltage, internal/external battery) is permanently visible for the user and is indicated by the color of respective led. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during the patient's clean care, the respiratory screen blacked out for about 1 second and the device restarted. No patient consequences reported.